Event description:
A peripherally inserted central catheter (PICC) was successfully placed for an unknown treatment. It was noted post placement that the catheter was cracked. No further details regarding the circumstances surrounding this event are available at this time. Should additional details become available, a supplement will be forwarded at that time. This device has not been received for eval. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and co is unable to determine if the device met its specifications. User technique during access and/or pt anatomy may have contributed to this event. However, co is unable to determine the relationship beween the device and the cause for this event. Directions for use outline appropriate placement, access and maintenance procedures.